Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of approximately 450mg/dl, cause was unknown. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly the customer had an alternate pump for insulin therapy.